Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the inability to grasp the leaflet. The heart failure appears to be related to patient condition. Heart failure is listed in the instructions for use (IFU) as known a possible complication associated with mitraclip procedures. Additionally, the hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature article title: effectiveness of mitraclip therapy in patients with refractory heart failure.

Event description:
This is filed to report post procedure, the patient was re-hospitalized for heart failure and then underwent cardiac transplantation. It was reported through a research article identifying the mitraclip device used in a patient with refractory heart failure and mitral regurgitation (mr) with grade 4. One or two clips were implanted. During the procedure, there was the inability to grasp the mitral leaflets. The patient underwent heart failure rehospitalization in the 50 days following discharge. There was rehospitalization 18 days from index procedure and he was alive at 1 year from mitraclip implantation. The patient underwent cardiac transplantation at 152 days from mitraclip implantation. No additional information was provided.